Event description:
It was reported that approximately 24 hours post-implant of a bifurcated device and a suprarenal aortic extension, the patient died. Reportedly, the procedure was uneventful; however due to the patient condition of having only one kidney left, contrast was not administered, but co2. The following day of the procedure the patient died, the cause was indicated as due to gout, blood flow through the patient's digestive system. The physician stated the death is not related to the implanted endovascular devices.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Pre-operative imaging and medical records were provided and reviewed by internal medical director. The review concluded: the patient outcome was apparently not related to the device, based on the available information, and implanting physician statement. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A definite cause for the patient outcome could not be determined. (B)(4).